Event description:
It was reported that approximately 2 years post xience v stent implantation in the proximal left anterior descending artery and the restenosed proximal circumflex, the patient experienced exertional chest pain. Percutaneous coronary intervention was performed in the stented lesion as well as in a new lesion, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience v stent placed in a restenosed lesion. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, the xience v was implanted to treat restenosis of a previously placed stent. It should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect that occurred periprocedurally.